Event description:
It was reported that during unpacking, as the xpert stent was being removed from the packaging, the stent prematurely deployed. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that inadvertent mishandling prior to use contributed to the reported premature deployment; however, this could not be confirmed without having the device to examine. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report.